Event description:
Reporter alleged the patient was found asleep and unresponsive and then checked with a result of 103 mg/dl on the sensor comfort system at 5:30 pm. Reporter stated that after around 10 minutes, she explained to the doctors what was happening, and another result of 197 mg/dl was obtained on the sensor comfort once they finished examining the patient. Reporter stated that the doctors ordered an urgent blood test to be run by the laboratory and was reported back as 25 mg/dl at 7:15 pm. Reporter stated that the patient was injected with "glu 10/500". No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The patient weighs approximately (B)(6). Will not be returned to manufacturer.